Event description:
It was reported that the swan-ganz cco catheter had a deformed surface before use. It looked like it was bulging out from inside the catheter. However, it is unknown if this is due to any deposits or manufacturing defects. Also, no information was available regarding the exact location of this deformation. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one) model 777f8 catheter with attached monoject 1.5 cc limited volume syringe. Cal-cup was returned with the catheter. The customer report of catheter appearance issue was confirmed. Clear and white material was found on the catheter body around 69 cm proximal from catheter tip. The material was approximately 1.5 x 0.4 cm in size. The balloon inflated clear and concentric and remained inflated for more than five minutes without leakage. All through lumens were patent without any leakage or occlusion. The material was sent to irvine for chemistry analysis for ir spectrum test. The ir spectrum of the unknown material in through lumen showed similar absorption characteristics when comparing to poly (bisphenol a-co-epichlorohydrin). Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The unknown clear material was sent to chemistry for ir spectrum test. The ir spectrum of the unknown material in through lumen showed similar absorption characteristics when comparing to poly (bisphenol a-co-epichlorohydrin). As per product evaluation, the clear material present in the catheter body has similar characteristics than poly. The process was reviewed and any of the adhesive used in the catheter manufacture is associated to this type of epoxy resin. There are manufacturing controls to avoid potential causes related to the malfunction such as quality visual inspection. Based on the current investigation, there is no evidence to conclude that the issue is related to a manufacturing cause, since the process was reviewed, and it found no evidence that the reported issue could be caused during the manufacturing process.